Event description:
It was reported that during the implant procedure, the pulse generator failed to pace and asystole was observed. The device was replaced and the patient was in stable condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun